Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition three days post implant. Hospital telemetry observed one to two beats of pacing inhibition. No real-time device electrograms were reviewed. During the invasive procedure to assess the issue, the physician was able to demonstrate the pacing inhibition by touching the ventricular rate/sense lead in the pocket. A guidant technical services consultant discussed inspecting the header and seal plugs, which were reported to look fine, and recommended replacing the device.